Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter. The reporter alleged obtaining readings of "1.1 and 9.5mmol/l" on the lfs meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/03/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on 5/23/2013 and 5/14/2013 with the following findings: the meter passed testing, no faults were found, and the meter functioned properly; pa was unable to reproduce the complaint. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.